Event description:
A customer reported that the patient experienced progression from dry age-related macular degeneration to wet age-related macular degeneration after receiving photo biomodulation treatment. Details regarding the procedure and the patient have not been reported. This report pertains to patient one of the two reports received from the initial reporter. Additional information has been requested but none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).